Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving stimulation along her pain pattern, instead she was receiving unintended pocket stimulation. Reprogramming was unsuccessful. X-rays revealed lead migration. Subsequently, the pt will undergo surgical intervention to explant the scs system as the pt did not want to proceed with the option of lead explant/replacement.